Event description:
Reporter indicated that vns pt developed a painful "big knot" in their throat post-implant. It was reported that the pt was allergic to the medical adhesive tape that was used on the neck incision and that the tape was subsequently removed early. The pt developed a fever post-implant and the knot reportedly developed shortly after stimulation was initiated. The knot went down after a two-week course of antibiotics.